Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient received a pump exchange due to suspected thrombus. Additional information was requested, but was not provided.

Manufacturer narrative:
The explanted pump was returned for evaluation. The evaluation of the pump confirmed the report of suspected pump thrombosis. The pump was returned assembled with the driveline cut approximately 17 inches from the pump housing and the distal portion was not returned. The sealed inflow graft conduit was returned detached from the pump with the conduit severed at the silicone sleeve. The proximal portion of the inflow conduit that includes the inlet tube was not returned. The sealed outflow graft conduit was returned detached from the pump. The outflow bend relief and collar were not returned. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed a tissue-like thrombus on the proximal side of the outlet stator. The tissue lacked laminated layering which indicated that it did not initially form in the outlet stator. Contact marks were observed on the tapered outlet section of the rotor and outlet bearing cup, indicating that it was present while the device was supporting the patient. Tissue-like depositions were identified in the inflow conduit and outflow graft. The depositions appeared thin and well adhered to the blood contacting surfaces and did not appear to obstruct the flow of blood. No flow issues were reported during device support. A specific cause for the depositions and a duration of which they were present in the pump could not be conclusively determined. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended.